Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v855344 implanted: 2011-(B)(6) explanted: 2012-(B)(6); antenna model 37092 lot# 302650001; programmer model 3037 (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a revision (see MFR. Rep. # 3004209178-2012-01227) there was some evidence of a small incisional infection. A tissue culture grew out (B)(6). The patient recovered without sequela. See MFR. Rep. # 3004209178-2012-01227 for device analysis, when available.